Event description:
Boston scientific received information that right ventricular (rv) lead and associated device displayed noise, oversensing, undersensing and loss of capture. The lead also displayed low pacing impedance measurements. Of note, during the implant of this lead access was gained quite medially due to patient anatomy. The physician suspected this to have caused an acute bend at the access point. The patient was subsequently seen for a revision procedure where it was found that the system had been twiddled. The system was explanted and replaced. There were no adverse patient effects reported. The lead and device have been returned for analysis.

Manufacturer narrative:
(B)(4). The product is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.